Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle with the pre-attached holder went "to the side" of the needle when engaging it, leaving the dirty needle exposed. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have had three reported incidents now where the safety needle guard has not functioned correctly on this lot number of the 22g eclipse needles with attached adaptor.

Manufacturer narrative:
Samples were received from the customer. The following fields have been updated: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2019-11-19. H.3. Device returned to manuf.?: yes. H.3. Device returned to manufacturer? Yes. H.6. Method codes: 10, 3331. H.6. Result codes: 213. H.6. Conclusion codes: 67. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for a defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle with the pre-attached holder went "to the side" of the needle when engaging it, leaving the dirty needle exposed. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have had three reported incidents now where the safety needle guard has not functioned correctly on this lot number of the 22g eclipse needles with attached adaptor. On two reported occasions when employees tried to engage the safety needle guard, instead of covering the needle it went to the side of the needle¿ leaving the dirty used needle exposed. On another occasion when an employee withdrew the needle from the patient and started to press down on the guard it popped completely off the needle. Leaving an exposed dirty needle with no safety guard. Employees use their thumbs to activate the guard. In two instance the shield went to the side of the needle when activated, but remained attached. In the third instance it disengaged completely and fell off the needle assembly.